Event description:
It was reported by the getinge field service engineer during preventive maintenance that the device did not turn on after the batteries were changed. After the device battery replacement, it was determined that the power supply part was defective. There was no patient involved.

Manufacturer narrative:
Due to character limitations in e1: full initial reporter name: (B)(6); full event site name: (B)(6) hospital; event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
After further review it was determined that the event was already reported in mfg report no: 2249723-2025-0002591. Please refer to mfg report no: 2249723-2025-0002591 for all event related information. Please cancel mfg report no: 2249723-2026-0001746 in your database.